Manufacturer narrative:
The event occurred in china. During patient treatment the error "referenc" was displayed and the pump stopped. The patient was immediately switched to a backup device with no consequences to the patient. No harm to any person has been reported. A getinge service technician investigated the rotaflow console with s/n (B)(6). The technician confirmed the reported failure and replaced the 'mcp00702711 # power supply board for rfc' (part# 701011675). After the replacement the device is working as intended and cleared for clinical use. A similar complaint has been investigated for the reported failure by getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective component tr1 on the power supply board which led to the reported error message. Based on these investigation results the reported failure "referenc error" could be confirmed. A device history record (DHR) review was performed on (B)(6) 2023. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china during patient treatment. It was reported that the rotaflow displayed the error message ¿referenc¿. The affected rotaflow console was immediately replaced with a backup device. No harm to any person has been reported. Complaint ID (B)(4).